Event description:
It was reported via clinical study that this patient underwent an initial total shoulder arthroplasty. Subsequently, the patient had been experiencing instability with dislocations and subluxations. The surgeon revised the patient's preserve stem, humeral tray, humeral liner, glenosphere and glenosphere locking screw. The outcome is considered resolved. No further information is available.

Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), 320-31-40 - glenosphere, 40mm: (B)(6), 320-35-01 - small glenoid plate: (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile: (b)(^) (B)(6) - gps implant kit v2: 0200702513. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.